Manufacturer narrative:
(B)(6). Results: bd received (B)(4) samples from the customer facility for investigation in support of this complaint. The customer samples were evaluated by simulated blood draw and the customers¿ indicated failure mode of ¿blood leakage from the stopper¿ with the incident lot was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the returned samples or DHR review.

Event description:
It was reported that the light blue bd hemogard¿ closure on a bd vacutainer® citrate tube was leaking following blood draw, from the needle hole in the stopper. No serious injury, blood to mucous membrane exposure or medical intervention was reported.